Event description:
Revision surgery - due to an infection the surgeon performed a poly exchange.

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2013 was due to an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the sterilization records show that the reported device went through an adequate 25-40 kgy gamma radiation sterilization dose and was within it's expiration date at the time of the original surgery on (B)(6) /2013. There were no findings during this investigation that indicate that the reported device was the source, root cause, or had a direct connection with the patient's infection. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that the patients infection was not the result of a product or manufacturing process defect. Hospital disposed.